Event description:
Ous MDR - pain in the right shoulder was noted along with a marked swelling of the device pocket. A hematoma after ICD upgrade was reported. The pocket was revised and the hematoma was removed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.